Manufacturer narrative:
The ge healthcare service representative replaced the suction regulator, and the unit was returned to service.

Event description:
The ge healthcare service representative reported the adjustment valve of the suction regulator was stripped out and was therefore unable to perform fluid suction, discovered during a checkout of the unit. There was no report of patient involvement.